Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual macroscopic examination has shown that the positioning groove is expanded and damaged. This article was manufactured according to the specifications and the inspection determined this complaint to be invalid.

Event description:
Plate did not fit over the screw. The screw is not compatible with the internal diameter of the cylinder of the plates and dynamic hip and condylar screw system. This is 1 of 1 reports for this complaint (B)(4).